Event description:
Rep reported that the patient shunt has been stuck at 30 for well over 6 months now, maybe even over a year. He has slit ventricles. The surgeon has tried multiple times to reprogram him up prior to this last appointment. The surgeon was unsuccessful in using the super magnet as well. At that point, a new programmer was used. The surgeon tried to move it to 50, and it read repeat program. He then tried to reprogram it to 90, and it read program complete. An x-ray, was done and it still indicated it was at 30 (hadn't budged at all). As a result he had his entire system replaced with an antisiphon control device.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.